Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6. Correction: b4, g4, g7, h10. Event description: it was reported that after implantation of the shell the liner did not assemble into the shell, it seemed to be too small. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: visual examination: the complained durasul alpha liner was returned for investigation. Articulation side: the rim shows some scratches and imprints from the liner setting instrument. Further the articulation surface is inconspicuous. Backside: the centralizing liner peg is slightly deformed. There are some non-centrical indentations of the shell's anti-rotation spikes. Further some grooves in form of wear and /or abrasion can be observed in the spherical area of the backside (indication of contact with an edge of the shell). Based on the visual examination the reported event can be confirmed. Measurements: to ensure the durasul alpha inlay 32/hh have correct dimensions the following was measured with caliper. Diameter 44.37 +0.05/-0.05. Specification: max. 44.42 mm; min. 44.32 mm. Measured value: 44.35 mm. Conclusion: the characteristic is within specification. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): no ncr with a potential correlation to the reported event was found. Surgical technique sap liner insertion: if the liner can still be rotated after light impaction, this indicates mispositionning, nonconcentric, or soft tissues interference between the liner and the shell surfaces. If the fitting of the insert is faulty, a new insert must be used. If the polar peg is deformed, it will not be possible to anchor the insert correctly. Conclusion: it was reported that after implantation of the shell the liner did not assemble into the shell, it seemed to be too small. Based on the investigation the reported event can be confirmed. The returned insert with size 32/hh has been produced according specifications and their correct size can be confirmed. The detected damages / imperfections on the returned insert indicate the surgeon had difficulties with centering the insert within the shell prior to impaction. This is a common complication also described in the applicable surgical technique which requires the use of a new liner. Nevertheless, an exact root cause could not be determined. The investigation did not identify a nonconformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Event description:
Update dated august 28, 2020: product updated. Previous ref. Was 01.00013.508. Now we received information that product is ref. 01.00013.408. The other main product "unknown allofit cup" has been updated with ref. And lot. And is now moved to "concomitant medical products" in field d11.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: product updated. Previous ref. Was 01.00013.508. Now we received information that product is ref. 01.00013.408. The other main product "unknown allofit cup" has been updated with ref. And lot. And is now moved to "concomitant medical products" in field d11. No surgical report. No intraop pictures. No additional medical intervention due to the event. No delay to the surgery. No contributing conditions related to the event. D11: item#: 4244; item: allofit alloclassic shl 50/hh; lot: 3026990. Zimmer biomet (winterthur) will proceed with the investigation. An additional report will be submitted as soon as the investigation results are available. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the durasul liner would not lock into allofit shell. Patient involvement is unknown.